Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. The following defects were found with the device upon evaluation. -motor too loud during operation. -insulation resistance of the motor was outside tolerance. -protective conductor resistance (earth resistance) of the motor cable is out of tolerance. -the keypad contacts are corroded and the resistance value of the keypad of the handcontrol set was out of specifications. -the locking ring does not close properly - the drill mounting mechanism was defective. -blade doesn't lock into shaver. -there was a short circuit in the motor. -handpiece was physically damaged. The motor, motor cable, defective drill mounting mechanism (1.0 to 1.25) and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the keypad is responsible for the corrosion of the keypad contacts and would have caused the damage to the motor and motor cable, resulting in noisy operation and short circuit, respectively. The corroded keypad contacts would have caused the keypad to malfunction. However, given the information provided we cannot discern a definitive root cause for the defective drill mounting mechanism. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during an unknown procedure the micro tornado hp w handcontrol was defected. No patient consequence and no surgical delay was reported. No additional information was provided.